Manufacturer narrative:
Unit passed displacement, active current measurement and self tests. However, unit failed sleep current measurement, unable to verify unexpected battery power loss, low battery alarms, problem isolated to electronic assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the batteries of the pump had lasted a week for months now, he used new energizer batteries, suddenly last night the micro infuser turned off, but before going to bed the battery was charged (green), he also received the warning of the weakening battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.